Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to verify low battery life and button keypad anomaly due to blank display. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. Pump received without original battery cap. No damage on battery tube threads noted. No damage on battery tube noted. Unable to verify button keypad anomaly due to blank display. However no moisture damage on keypad traces noted.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated the pump when blank and when removed the battery cap it feels like the cap is not smooth. Customer stated the insulin pump turn off most of the time. The customer was advised that we are sending battery cap replacement.